Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4. Reference MFR report#1627487-2016-03075; reference MFR report#1627487-2016-03177; reference MFR report#1627487-2016-03178. It was reported the patient experienced a loss of therapy. Reportedly, high impedance readings were observed on all left lead contacts. Reprogramming was attempted to no avail. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Note: all possible leads are being reported as it's unknown which lot numbers are currently implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4:reference MFR report#1627487-2016-03177,reference MFR report#1627487-2016-03178,reference MFR report#1627487-2016-03075.follow-up identified surgical intervention was undertaken during which time two octrode leads were explanted and replaced with a new model. Effective therapy was restored postoperatively thus resolving the issue.

Event description:
Device 3 of 4. Reference MFR report#1627487-2016-03177, reference MFR report#1627487-2016-03178, reference MFR report#1627487-2016-03075. Follow-up identified a CT scan confirmed lead migration.